Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 9 months following the implant of a transcatheter valve, the valve failed due to stenosis and the patient presented with high gradients. Subsequently, an unspecified intervention was planned.

Event description:
It was reported that approximately 4 years and 9 months following the implant of a transcatheter valve, the valve failed due to stenosis and the patient presented with high gradients. Subsequently, an unspecified intervention was planned. Additional information was received that valve-in-valve implant into a failed non-medtronic (edwards magna ease 3300) surgical valve may have contributed to the elevated gradient. The implant depth was -2 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). It was reported that either transcatheter or surgical valve replacement was planned. Possible thrombus and possible leaflet thickening were noted on the valve.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.